Event description:
A caller reported an issue where no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with filling and loading a new cartridge on the pump and instructed them to use an alternate form of insulin therapy via multiple daily injections (mdi) to ensure continuous insulin delivery. The issue was escalated to management for further troubleshooting. The caller was advised to return the defective pump under warranty using a pre-paid label and to place the pump in storage mode before returning it.